Manufacturer narrative:
The pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: evaluation revealed multiple call service 052-0001 alarms observed in the black box. The pump powered on normally with no alarms. When pump attempting to pair the pump with a test meter the pump gave a call service 052 alarm. The pump was opened; the rf transmitter was not properly connected. When the rf transmitter was reconnected pump paired with test meter with no alarms occurring. (B)(6).

Event description:
The pump was returned for investigation. Evaluation revealed that the rf transmitter was not properly connected. This report is made based on results of investigation completed on (B)(4) 2013.